Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) could not obtain left ventricular pacing thresholds. This observation was made during the implant procedure. It was reported that the patient's intrinsic heart rate was approximately 120 bpm when the pacing threshold attempt was made. A guidant technical services (ts) consultant asked the caller if lvpp (left ventricular protection period) was turned off during the theshold test. It had not. Ts recommended turning this feature off if the observation is made again in the future. The physician elected to remove this device, and implanted a similar crt-d without reported complication.